Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing of noise. The noise was related to electromagnetic interference but the source of the interference was unknown. Programming changes were recommended to minimize inhibition of pacing due to noise. No patient symptoms were reported.

Manufacturer narrative:
This report is related to previously reported complaint of right ventricular lead oversensing, MFR number 2017865-2019-02025.

Event description:
New information received stated that the device was reprogrammed on (B)(4) 2018. The oversensing was suspected to be caused by electromagnetic interference inducing lead noise. It was later confirmed that the event was related tor right ventricular lead noise and the lead was explanted and replaced successfully. This report is related to previously reported complaint of right ventricular lead oversensing, MFR number 2017865-2019-02025.